Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
The patient tolerated the procedure well without complication.

Event description:
It was reported that the asymptomatic patient presented in clinic for three week post operation check up. Upon interrogation, the right ventricular lead exhibited loss of capture and undersensing. A cardiac echo was performed and lead perforation was confirmed. On (B)(6) 2019, the lead was explanted and replaced successfully.